Event description:
It was reported that an overdischarge (od) was confirmed. This was the patient's first od. The patient had 4 heart surgeries since 2011 and had not charged or used the stimulator since. The patient had leg pain. The battery was dead. A physician mode reset physician mode reset (pmr) successfully reset the device. A power on reset was obtained. Reprogramming was scheduled for 24 hours later. The patient¿s status was alive with no injury. It was further reported that the patient returned and the stimulator was discharged again, as their recharger was not working correctly. The power on reset (por) was cleared. It was further reported on 2013 (B)(6) that the patient was unable to communicate with the battery. The patient was unable to meet with a company representative as her husband had surgery. The company representative planned to meet the patient the next week. Additional information received reported that the manufacturer representative met with the patient and cleared the power-on-reset (por) and reprogramming the patient to cover the pain in bilateral legs. It was noted that the patient was charging as needed presently. It was noted that a replacement was planned once the patient as able to tolerate the procedure.

Event description:
It was further reported that a manufacturer last spoke to the patient a week prior to the report. The replacement had not been performed or scheduled and the patient was charging once weekly and running the stimulation. They were obtaining effective pain relief.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3777-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 399945, lot# v048932, implanted: 2007 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 3708260 lot# serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).

Event description:
Additional information received reported the patient was unable to have replacement surgery currently due to a recent heart surgery. It was reported the patient would have to wait 9 months minimum before "holding any blood thinners". It was reported the patient was using stimulation without difficulty and was currently "comfortable with recharge burden to sustain efficacy".